Manufacturer narrative:
Correction: h6: labeled for single use? Yes.

Event description:
It was reported that while using the unspecified bd nexiva¿ closed IV catheter system, needle punctures through the plastic sheath . The following information was provided by the initial reporter: the customer explained, ¿there are issues with this product regardless of the lot #. As a practice, before inserting the needle into the patient¿s vein, I check the IV catheter to make sure the plastic sheath glides smoothly over the needle. There are times when the plastic sheath is caught by the needle and it punctures through. This renders the device useless and I have to discard it. I would estimate this is happening with about 1 in every 6 or 7 catheters. It could be more or less, but it is hard to say because I am no longer using the 24g as my preferred device due to their unreliability as a product.

Event description:
It was reported that while using the unspecified bd nexiva¿ closed IV catheter system, needle punctures through the plastic sheath . The following information was provided by the initial reporter: the customer explained, ¿there are issues with this product regardless of the lot #. As a practice, before inserting the needle into the patient¿s vein, I check the IV catheter to make sure the plastic sheath glides smoothly over the needle. There are times when the plastic sheath is caught by the needle and it punctures through. This renders the device useless and I have to discard it. I would estimate this is happening with about 1 in every 6 or 7 catheters. It could be more or less, but it is hard to say because I am no longer using the 24g as my preferred device due to their unreliability as a product

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4). FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.